Event description:
It was reported that the radiofrequency programmer head which was originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head's uplink functional tests were out of specification and therefore the cable was replaced and it was further noted that the upper case was broken and it was replaced as well. Product ID: 229047 software analyzer. (B)(4).